Event description:
His is report 3 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the colibri handpiece device became significantly heated. Subsequently, a sudden flash and cracking sound occurred either within the machine or the battery drive device. The connectors surrounding the housing, as well as those within the drill, had become charred. It was reported that neither the patient nor the staff were harmed and the surgery was completed successfully without any issues. It was reported that a spare device was available for use. It was reported that the devices were being used with a battery casing device. It was not reported if there were any delays in the surgical procedure. The exact date of this event was unknown but was noted to have occurred in 2023. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, battery drive device, colibri handpiece device, unknown. UDI:(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for general condition and leakage test of the battery casing. It was also found that there were charred marks around the electrical port, white residue inside of the battery casing and the color of the labeling had changed. Furthermore, it was found that the device leaks from the connection between the battery casing cover and the battery casing. The battery casing cover is glued in, this glue got old and dissolved which opened a pathway for the fluid. Even though heat and spark could not be observed, but the charred marks around the electrical ports are a clear sign that these failures occurred. Therefore, the reported condition was confirmed. Device history record shows the lot of 532.132 product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The most probable root cause for the found failures excluding the leak and the color change of the label can be linked to improper reprocessing. The most probable root cause for the leak and the change of the color of the label can be linked to normal wear.